Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) clinic manager (cm) reported that a pd patient in training was in treatment utilizing the liberty select cycler with liberty cycler set when they experienced multiple issues such as air leak, fluid leak, and balloon valve leak. The patient was sent to the emergency department (ed) with chest pain. The patient was in pd training at the clinic on (B)(6) 2026. The patient was utilizing the clinic training liberty select cycler with liberty cycler set. The patient¿s pd prescription was 2 exchanges of 2l with a 1.5-hour dwell using 2.5% solution. The patient was in phase 2 in the last drain when he and his spouse observed air moving toward his peritoneum. The air was noted between the transfer set and the blue pin connector where the patient transfer set is connected to the cycler. At this point, there was no clinician in the room with the patient to confirm this report. When the clinician returned, the patient notified her of the air. The treatment was stopped. The patient expressed complaints of chest pain and pain in the left shoulder. The patient¿s pain was reported as 7-8 out of 10. 911 was called and the treatment was discontinued. The patient was transported to the hospital to the emergency department (ed). The admitting diagnosis to the ed was generalized abdominal pain and chest pain, unspecified type. The patient underwent an ECG, chest x-ray, and had labs drawn. The chest x-ray stated there was concern for pneumoperitoneum secondary to pd, however; it was not documented in the clinical impression summary that pneumoperitoneum was confirmed. The patient was discharged from the ed. The patient¿s pain improved to 1-3 out of 10. No medical intervention was administered. Only diagnostic testing was performed. The patient is continuing pd therapy. A cassette leak was noted from the domes after the patient was transferred to the ed. No alarms or messages were received during the treatment (despite the initial report). No issues were noted with the cassette prior to the treatment. No damage, kinks, scratches, or small holes were noted on the cassette prior to the treatment. The cassette was completely snapped into place prior to the start of treatment. The cassette door was closed properly prior to the start of the treatment. The system was primed prior to the start of the treatment with no air noted.